Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call that the customer experienced high blood glucose. The customer's blood glucose was 400 mg/dl. The father also called back to report the customer's blood glucose rose to 440 mg/dl. Customer treated their blood glucose with a manual injection. It was also found the customer was feeling nauseous from their high blood glucose. Troubleshooting did not find any leaks or air bubbles present. It was also found the insulin pump passed a high pressure test during troubleshooting. Customer was advised to change out their entire infusion set, reservoir, and insulin. The father also reported the customer rose to 498 mg/dl in another incident. Customer's blood glucose was treated with food. The father believed the customer's blood glucose was caused by the insulin pump's settings. The father declined to return the insulin pump for analysis.